Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump with serial number (B)(6) generated repeated ¿insulin, consecutive stalled motor¿ alerts and the user replaced multiple infusion sets before switching to secondary therapy; the device was replaced and the original was returned for evaluation. Symptoms included hyperglycemia with a reported peak of 400 mg/dl over approximately 36 hours, accompanied by headaches, nausea, and swelling of the hands and feet. Outcomes included use of subcutaneous insulin via pen as back-up therapy without medical intervention or hospitalization. Investigation included review of device history and user-reported event details, confirmation of alert history, and collection of blood glucose information. Investigation of the returned device revealed an unresolved pump alarm consistent with a motor stall malfunction associated with the pump mechanism while the user was using a steel infusion set; data transfer to the replacement device was not possible and a full startup was required. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with a stalled motor of the pump drive system.